Manufacturer narrative:
The data logs were not returned for analysis, however the 13fr product was; both the introducer and dilator. The data logs would not have been relevant to this failure mode. Upon visual inspection, there was a crack found in the sheath approximately 39mm from the hub. Several kinks were also found along the length of the sheath at various locations. The damage to the introducer was most likely caused during difficult insertion caused by the patient's size. Of note in the IFU for the 2.5 impella there is a pre-support evaluation statement to observe for "obesity". All introducers inspected from this lot of manufacturing passed inspection. The root cause of the crack was most likely the difficult insertion caused by the patient size. No corrective action is recommended as this failure mode is low risk due to moderate severity and very low occurrence. Tha manufacturer will continue to monitor and investigate all reasonable and sources of information regarding this failure mode, and the mode will continue to be tracked and monitored. (B)(4).

Event description:
The patient was a (B)(6) male admitted with multivessel coronary artery disease. The surgical option presented to the patient was a lima graft. The patient declined this single vessel graft and proceeded to have a multivessel angioplasty. The left main, circumflex, and right coronary arteries were stented with support on board in the form of an impella 2.5 pump. There was noted difficulty inserting the introducer initially and to accommodate the 13fr introducer the skin knick was expanded. The patient habitus necessitated a 45 degree insertion angle of the 13 fr introducer. When consulting the IFU for the impella 2.5 there is a mentioned: "figure 5.14 inserting the peel-away introducer" which is not a 45 degree angulation. When the pump was weaned and explanted in the cath lab, a large hematoma was noted at the groin access site. Upon the sheath being pulled back the physician noted a crack in the 13 french sheath. The sheath was removed and hemostasis was attempted by the placement of a perclose. The perclose failed and due to the bleeding, the team performed a contralateral balloon tamponade and administration of protamine. No further surgical intervention was needed. No blood products were given. With manual pressure the groin resolved.